Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 2 infusions set fell off during use on event on (B)(6) 2024. Customer was the doing physical activity/sweating, swimming, or bathing at the time the set fell off. Infusion set has been used for 2 hours. Insertion area was cleaned, air-dried and free from hair. The blood glucose level was 160 mg/dl. Customer replaced infusion set and resumed insulin successfully. No further information available